Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. A 12mm x 3.50mm nc quantum apex was inflated and a balloon rupture occurred at rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older . Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).